Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device did not rotate. Therefore, the reported condition was confirmed. It was determined that this was due to worn and chipped vanes which caused the spindle to get locked in the cylinder. The assignable root cause was determined to be due to immersion during cleaning, which caused the vanes to expand in the spindle. This was further defined as misuse, abuse and/or abuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery, it was observed that the motor device was not working. During in-house engineering evaluation, it was observed that the device did not rotate. There were no delays to the planned surgical procedure as an identical spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.